Event description:
The procedure was for insertion of port and extraction of nonfunctioning port. While removing the nonfunctioning port the extra portion of the catheter was sheared and could not be visualized for extraction. The portal was extracted. X-rays were done following procedure for placement of new port and placement of the one that was dislodged.